Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor. MFR's investigation is ongoing.

Event description:
The customer reported the system would not hold pt data in memory. No pt injury was reported.